Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, it was noted that there was a loss of capture as well as decreased sensing that resulted in undersensing on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement of the ra lead. The lead was repositioned to resolve the event and the patient was stable.